Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and "vent inop". The customer performed calibrations test and all transducer calibrations passed. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue revealed the solenoids are slow to respond.

Event description:
The customer reported that their vela ventilator alarmed "transducer fault" and "vent inop". The customer performed calibrations test and all transducer calibrations passed. The customer reported that there was no patient involvement.